Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown open-heart surgery on (B)(6) 2018 and suture was used. During the procedure, the suture detached from the needle during interrupted suturing on the sternal area. The procedure was completed with the same device. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
Pc-000219417 date sent to the FDA: 08/13/2018 additional summary: two empty opened folders were returned for analysis. No suture or needle were returned for evaluation to determine the assignable cause of the performance - pull off suture needle; therefore, the reported failure could not be evaluated. The DHR review could not be conducted, because the batch number of the complaint is unknown.